Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed the j10 cable disconnected and reconnected it to resolve the issue. Unrelated to the issue, usm cover kit was found missing and it was installed.

Event description:
It was reported that prior to starting - pre-anesthesia of a da vinci-assisted surgical procedure, no ports placed, customer called in during system setup to report that they were facing an error 23072 on universal surgical manipulator (usm) arm 4. Intuitive surgical (is) technical support engineer (tse) guided customer to reposition the usm arm to recover the fault, but fault persisted. Tse requested to restart the system with emergency power-off (epo) but fault persisted. Tse proposed to use the system with 3 arms but that was not possible for this case. The surgeon elected to perform the procedure through traditional laparoscopic approach, there was no reported injury.

Manufacturer narrative:
The probable root cause is attributed to a disconnected j10 cable.

Event description:
Refer to h11 for follow-up information.